Event description:
It was reported that the anchors of the device could not be deployed from the needle during attempted implantation. A second device was used to complete the procedure.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the device was returned inside the opened product carton. The shrink film and tamper label were missing and the tyvek lid was open prior to arriving in our lab. The device has been cycled two times and there were no sutures or anchors returned with the device. Part and lot numbers verified from packaging label. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.